Event description:
It was reported that the patient presented to the emergency room and the device was interrogated with the new software and it said device elective replacement indicator is imminent. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion; meets expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room and the device was interrogated with the new software and it said device elective replacement indicator is imminent. The device remains in use. No patient complications were reported as a result of this event.